Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she has been receiving no delivery alarms. Customer stated she changed the infusion set five times. Blood glucose value was 232 mg/dl. Customer declined to troubleshoot and requested the insulin pump to be replaced. Customer had not treated yet, she will revert to backup plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.